Event description:
It is reported that the post on the liner impactor broke off after the liner was seated. The surgeon was able to retrieve metal post from the wound.

Manufacturer narrative:
Info was rec'd from a health professional who is not required to complete form 3500a. Eval summary: as returned, the peg on the poly impactor has fractured off at its base. The usage history of the device is unk as well as how it was aligned before impaction. The root cause of the issue is unk, but a likely contributor to failures of this nature is off-axis impaction. The device has a potential field age of between 2 and 3 years. The device was found to meet print spec. Material of the device has been changed to reduce fracture rate. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.